Manufacturer narrative:
In the investigated complaint, the nurse and the patient claimed that the bed was delivered faulty. However, before the bed was delivered to the customer on 8th october, it passed quality control check. Moreover, the customer requested service on 16th november. This would mean that the faulty bed was used for more than a month. According to the preparation for the patient placement section of the citadel plus instruction for use (IFU, 831.374-en rev. 11) the caregiver should raise and lock side rails on both sides of unit. The bed malfunction would be observed at that time, because the detached side rail is not functional and it won't lock in raised position. Moreover IFU indicates that the operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ althought the circumstances of the bed damage are unknown, based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. To sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that ¿the side rail is broken and will not lock up¿. The bed was swapped out and inspected. It was found that all 4 screws that are responsible for holding the side rail panel to the metal plate were ripped off. The bed was repaired. The bed was in use by the patient when arjo service technician visited the facility. No injury was reported.